Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was unknown. Customer mentioned the numbers were ramping. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify a21 alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked case at the display window corners and broken reservoir tube lip.